Event description:
The customer reported an alarm 01 issue with their device. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer did not have the original cartridge available for verification, so technical support instructed them to load a new cartridge. The customer was able to load the cartridge and resume insulin successfully, and they requested a replacement ifs and cartridge.